Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR# 2134265-2018-06816. (B)(6) clinical study. It was reported that jailing occurred. In (B)(6) 2017, the patient's qualifying condition was stable angina and the patient was subsequently referred for elective cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was located in the mid left anterior descending (lad) artery extending to 1st diagonal with 99% stenosis and was 32 mm long with a reference vessel diameter of 3.50 mm. Target lesion #1 was treated with pre-dilatation and placement of 3.00 x 38 mm study stent with 0% residual stenosis. Following stent implantation in mid lad, there was 90% stenosis in the diagonal branch. Following kissing balloon angioplasty, there was no residual stenosis in mid lad and 50% residual stenosis in diagonal branch. Target lesion #2 was located in the proximal left circumflex (lcx) artery with 99% stenosis and was 12 mm long with a reference vessel diameter of 3.00 mm. Target lesion #2 was treated with direct placement of 3.00 mm x 16 mm study stent with 0% residual stenosis. On the same day, the patient was discharged on dual antiplatelet therapy. Four days post index procedure, the patient experienced symptoms of chest pain in the evening. Initially, it was shortness of breath which progressively worsened with limited activity. The following day, the patient presented to the emergency room for evaluation of the symptoms of shortness of breath, nausea and diaphoresis which recurred from the onset. The symptoms of chest discomfort were improved by nitroglycerine. Based on electrocardiography findings of non-specific flattening of the t waves over the lateral leads and slightly elevated troponin value, the patient was admitted to the hospital. The following day, the left heart catheterization (lhc) and coronary angiography were performed which revealed 60% stenosis in the proximal lcx which culminated in a 90% stenosis in its terminal portion. The patient was treated using implantation of 3.00 mm x 20 mm drug-eluting stent in the proximal portion of the lcx. The patient tolerated the procedure well and no evidence of perforation, dissection, distal embolization or spasm was noted. Residual stenosis was noted to be 0%. The patient was discharged on dual antiplatelet therapy.